Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold and the cardiac resynchronization therapy defibrillator (crt-d) had potential premature battery depletion. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.